Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. Additional information has been requested. (B)(4).

Event description:
A doctor reported inflammation and pain following a glaucoma filtering device implant procedure. The device remains implanted.